Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an "eczema-like rash" underneath the back therapy electrodes, two inches in size. The patient's home care nurse put a cream on it, cream name unknown. The irritation improved after cleaning the area and changing the garments.